Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. A cartridge change was performed resolving the issue. Customer's blood glucose level was 150 mg/dl.